Event description:
In the e.r. A patient was being resuscitated with the 2k8017 and the blue bag would not reinflate. Changed to a second bag with the same results, changed to the third bag with the same results. The fourth bag worked.